Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction. Cylinder tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the serialized exhaust tubing near the strain relief of the pump. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, which indicates sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the non-serialized exhaust tube and the inlet tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all tubes of the pump and on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1 or 2. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1743781. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.